Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. There was no ramping numbers on their own or scrolling bar moving anomaly on the device. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer stated that the device fell off their belt clip. Customer's blood glucose reading was 102 mg/dl. Customer advised the up arrow button is unresponsive. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.